Event description:
The customer has three heart lung machines where several of the roller pumps have problems with the tube guide rolls on the pump heads not spinning freely.

Manufacturer narrative:
In the pump head of a roller pump, the tube is fixed between guiding pins/tube guide rolls which orientate the tube. To high friction in the rolls increases the friction and wear on the tube by the rolls. We have been informed about stuck tube guide rolls that could cause severe shaving on the tubing in the raceway. A pump with similar failure has been disassembled and it was noted that particles e.g. Dirt and blood accumulate in the tube guide rolls. Due to that, the tube guide rolls cannot roll smoothly and finally they can get stuck. A field action has been initiated to improve the service and the cleaning instructions for the tube guide rolls. Marquet inc. Submits this report on behalf of the device manufacturing facility marquet critical care. Marquet critical care provides product failure investigation, analysis and resolution for the device described in this report.